Event description:
It was reported that 25 bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in had a difficult to disengage needle. The following information was provided by the initial reporter: " common issues appear to be stiffness when attempting to withdraw the grey/white"

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint is unconfirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 25 bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in had a difficult to disengage needle. The following information was provided by the initial reporter: " common issues appear to be stiffness when attempting to withdraw the grey/white".